Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Please note that per the instructions for use, the recommended size delivery system for use with a 9 mm amplatzer septal occluder is an 6f. A 8f sheath was used to deliver the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 9mm amplatzer septal occluder was selected for implant using an 8f amplatzer trevisio delivery system. During implant, during deployment, cobra shape was observed with the left disc. There was no interaction with cardiac structures during deployment and no kink or angulation was observed with the delivery system. The occluder was never released from the delivery cable while inside the patient and was removed. The occluder was exchanged for a new 8mm amplatzer septal occluder, which was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.